Event description:
Company received a report it was claimed that the cuff is leaking. The caller did not provide any further details for this report. The caller did not confirm any patient involvement.

Manufacturer narrative:
No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event however, information of this nature is included in our database and monitored through trending.